Event description:
It was reported that during transfer of ECMO patient, the centrifugal system would not display the flow. The perfusionist has to use rpms to determine flow. The procedure was concluded without incident. There were no reported adverse consequences to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.